Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery that did not have any calcification. The patient presented with stable angina. The patient may have also possibly presented with thrombosis, though this was not confirmed. Pre-dilatation was performed with an unspecified balloon catheter. A 3.0 x 28 mm xience sierra stent was then implanted under optical coherence tomography (oct). Post-dilatation was performed; however, thrombosis was noted when an unspecified guide wire was removed. It was also thought that a dissection occurred on both ends of the 3.0 x 28 mm xience sierra stent. Therefore, two unspecified stents were implanted without issues. Aggrastat was administered to the patient and they were stable. No additional information was provided.